Manufacturer narrative:
(B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited right ventricular (rv) noise, oversensing, and pacing inhibition with greater than two seconds of asystole. Patient isometrics were performed, but the noise was unable to be reproduced. The sensitivity was reprogrammed and defibrillation threshold (dft) testing was performed which was successful. No additional adverse patient effects were reported. The device remains in service.